Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Hit tooth and chipped it [tooth fracture]. Pain - tooth [toothache]. Circular top part of the brush head broke and the pin became exposed - oral-b [device breakage]. Case narrative: a spontaneous report was received via phone on 18-oct-2022 from a consumer (unspecified age and gender) stating that the circular, top part of the oral-b power power oral care refills dual action eb417 brush set 3ct broke, exposing the pin, which hit and chipped their tooth (beginning on an unspecified date). This caused them (tooth) pain (beginning on an unspecified date). They began using this device on an unspecified date and it was unclear if they were still using the device at the time of this report. Additional product usage details were not specified. The adverse event outcomes were unknown. Treatment details: unknown. Relevant history: they used oral-b for years and always loved the products. Exact device used previously: unknown. Concomitant product(s): oral-b power rechargeable toothbrush handle 3709. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
31-jan-2023 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Hit tooth and chipped it [tooth fracture] . Pain - tooth [toothache] . Circular top part of the brush head broke and the pin became exposed - oral-b [device breakage] . Case narrative: a spontaneous report was received via phone on 18-oct-2022 from a consumer (unspecified age and gender) stating that the circular, top part of the oral-b power power oral care refills dual action eb417 brush set 3ct broke, exposing the pin, which hit and chipped their tooth (beginning on an unspecified date). This caused them (tooth) pain (beginning on an unspecified date). They began using this device on an unspecified date and it was unclear if they were still using the device at the time of this report. Additional product usage details were not specified. The adverse event outcomes were unknown. Treatment details: unknown. Relevant history: they used oral-b for years and always loved the products. Exact device used previously: unknown. Concomitant product(s): oral-b power rechargeable toothbrush handle 3709. The case outcome was unknown. No further information was provided. 31-jan-2023 product investigation results: the conclusion code for oral-b power oral care refills dual action eb417 brush set 3ct was: other (the conclusion code 'other' was chosen as it covers multiple conclusion codes: ¿no manufacturing cause¿ and ¿no design issue¿ identified based on investigation. Measurement not done because wear is obvious). The adverse event outcomes remained unknown. The case outcome remained unknown. No further information was provided.